Event description:
Doing rounds, the neonatal nurse practitioner (nnp) and charge rn, went to look at patient and noticed baby's skin appeared red on the left side. Baby was under radiant warmer set on servo temperature at 97.0 f with skin temperature reading 97.8f. Baby's axillary temperature reading 98.0f and baby was sleeping comfortably but skin felt hot to touch. The radiant warmer was changed out and a work order was sent. Baby was closely monitored after event and skin noted to return to normal color. Warmer was assessed and returned to service with no further incident.